Manufacturer narrative:
Unit received with a blank display due to broken off battery tube threads. Unable to perform displacement test due to blank display. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with minor scratched display window and case. (B)(4).

Event description:
Information received by medtronic indicated the pump had physical damage. A crack in the battery compartment was observed on the pump. The user was unable to place the battery cap back on the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.